Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
This single coil defibrillation lead exhibited gradual fluctuating and increasing shock impedance measurements reaching out of range. Technical services discussed increasing the alert threshold and consider a commanded shock if increase continues. This lead remains in service. No adverse patient effects were reported.